Event description:
The customer reported that the beckman coulter act 10 generated low wbc, plt and high rbc, hgb and hct results on the second run without instrument generated flags compared to the first and third run of the same sample. Erroneous results were reported outside the lab. Upon review, the doctor questioned the results and sent the sample out to a reference lab. Per conversation with customer on (B)(6) 2011, the reference results are no longer available but did correlate to the third run which they considered correct. There was no death, injury or change to patient treatment as a result of this event. The customer confirmed there was no affect or delay in patient treatment attributed to this event. The field service engineer (fse) checked and verified instrument performance and operation, no issues observed with instrument operation.